Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.